Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: e-03 warning. Probable root cause: - faulty ch button board (e.g. Imu malfunction or mis-communication of ch type in bb flash) - error in programming ch type - faulty digital board software (e.g. Pendulum autoflip) the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was inverted image.

Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.